Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; this did not confirm the reported issue (not heating). The device heated to 41.7c within 3 minutes. The cause of the reported issue was not established. During examination the investigator identified a crack in the return tube assembly (circulating warming fluid tube). This cause of this component problem was not definitely established.

Event description:
It was reported the device would not heat up during use. No adverse effects reported.